Manufacturer narrative:
Results: on (B)(6) 2014, the consumer reported she had been evaluated by a physician and had an x-ray as a result of the incident. One used unit and one unused, representative unit were received for evaluation. Visual inspections of the used unit revealed the needle had broken and residual bends, cracked adhesive and tubing ovality were observed at the area of the break. The representative unit was also inspected and found to meet specifications as no damaged was observed. A quality notification review was performed and no issues were raised during the manufacture of reported lot number 2095500. Conclusions: the damage observed on the used unit is an indicator of the bending/re-straightening mode of failure. (B)(4).

Event description:
The consumer reported that while giving herself an injection with a 31 gauge x 8 mm bd ultra fine short insulin pen needle, the need broke off in her abdomen. Initially, the consumer reported that she had not sought out any medical attention, but on (B)(6) 2014 the consumer reported that she had actually been evaluated by a physician and received an x-ray for the reported needle break off.